Manufacturer narrative:
The customer¿s report of a leak at the filter was confirmed. The extension sets were visually inspected, white and brown liquid was observed in the set tubing and the 1.2 micron adult filter. Additionally, the non bd extension set also observed to have traces of white liquid inside the tubing. Residue of dried fluid was observed to have previously accumulated on the surface of the 20127e bottom filter¿s air vent and at the male luer¿s end. During functional testing a small droplet leaking from the 1.2 micron adult filter¿s was observed. The root cause of the leak was not identified.

Event description:
The customer reported that smof lipids were infusing at an unspecified rate for approximately 6 hrs. When the user noticed a leak at the filter. There was no report of known patient harm.

Manufacturer narrative:
Concomitant medical products: : non bd extension set and one used 20ml bd syringe; td unk. Patient demographics requested however customer decline to answer. The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
The customer reported that smoflipids were infusing at an unspecified rate for approximately 6 hours. When the user noticed a leak at the filter. There was no report of known patient harm.